Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited abnormal impedance measurements, noise and intermittent loss of capture; a conductor integrity issue was suspected. While no adverse patient effects were reported the physician elected to replace the rv lead. Replacement was reported successful with a non-boston scientific lead and no return of product is expected.